Manufacturer narrative:
A partial lead measuring 3.5 cm from the connector end was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. The device was functioning normal when interrogated on (B)(6) 2017 and (B)(6) 2017. Patient's condition was labelled as 'adult failure to thrive' (aftt). Patient had some chronic illnesses (to name a few ¿ dementia, parkinson¿s disease, kidney disease) and the patient was referred to hospice. The primary and secondary cause of death noted on death certificate was chronic combined congestive heart failure and cardiomyopathy, respectively. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available.